Manufacturer narrative:
The device passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, hardware low level failures alarms, or audio alarms noted during testing. No hardware low level failures alarms were found in the downloaded history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had beep anomaly. Customer's blood glucose value was 235 mg/dl at the time of the incident. Customer will return device for analysis.